Event description:
It was reported that during use of a bd pegasus¿ safety closed IV catheter system 20 g x 1.16 in. The needle could not be withdrawn after punctured. No blood exposure to mucous membrane or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7324093, our records show it was manufactured on december 22, 2017 - january 4, 2018 and determined that this is the second instance of a needle being pulled out of the catheter hub occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The facility submitted both samples and pictures illustrating the separation reported in the device. After a review of the manufacturing line, bd engineers were able to determine that the most likely root cause for this this event is a complication occurring during the cannula crimping process. Since the manufacture of the lot, bd has taken steps to mitigate the occurrence of similar events. In june of 2018 an additional inspection was added specifically to address potential issues associated with the cannula crimping station. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd pegasus¿ safety closed IV catheter system 20 g x 1.16 in. The needle could not be withdrawn after punctured. No blood exposure to mucous membrane or medical intervention.